Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show psnr events recurring frequently over some periods of time, which coincided with low snr, often with same pulsatility as placement signal. Console was tested in danvers, and some anomalies were found within its optical system. The ccd detector on the optical bench seemed to have a defect (a ¿notch¿ in the baseline) that distorted fringe pattern, preventing proper placement signal detection. Although the unit initially passed ¿5s¿ specification with the console¿s housing open, it¿s been noted that optical signal degraded when aic housing was closed. This was due to improper routing of the optical connector fiber (¿pigtail¿) which, when caught between the housing and ethernet cable, resulted in fiber kink, which significantly lowered snr. Also the ferule on the connector, that holds optical fiber, was mechanically compromised. Console inspection and testing also revealed malfunction of the pbm which caused alarm buzzer to be out of spec (unrelated to complaint).

Event description:
The complainant reported a placement signal not reliable alarm with erratic placement signal waveforms. There was no patient harm. Additionally, during investigation of the device, it was found that there was an automated impella controller alarm inaudible issue.